Manufacturer narrative:
Follow-up #1 date of submission 07/15/2015-product analysis: the device was returned and evaluated by product analysis on 06/29/2015 with the following findings: review of the pump¿s black box revealed rebooting events. Three battery compartment cracks were observed. Moisture was observed within the battery compartment. A battery cap was not returned with the pump. The test cap was unable to secure properly to the pump. An intermittent power condition was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.